Event description:
On (B)(6) 2011, pt reported, the up button on the infusion device is "falling apart," and the up button is pushed in and does not pop back up. The down button continues to function as intended. This was first notice on (B)(6) 2011 when pt tried to bolus. Pt boluses 3-4 times per day and has used this infusion device for 4 yrs. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.